Event description:
It was reported that the t:slim x2 pump would not charge, and the screen remained dark and unresponsive. This issue resulted in the customer¿s blood glucose level exceeding 500 mg/dl, displaying as "high." To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi), and no third-party assistance was needed. Tandem technical support attempted troubleshooting steps without success, leading to the decision to replace the pump. The customer was advised on steps for using the replacement pump and to return the faulty pump to tandem. The customer acknowledged and understood these instructions, and a pump with updated software was sent along with necessary charging supplies.